Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead had out of range pace impedance measurements, greater than 2500 ohms, due to a suspected lead fracture. As a result, the lv lead was removed and replaced. No additional adverse patient effects were reported.